Event description:
I am reporting as a pt. In 1998, in order to repair a vaginal vault prolapse a mesh was attached from the vaginal vault to my spinal bones, s1 - s2. Two weeks after surgery I develop sepsis and "discitis." After being in IV antibiotics for six months with no positive outcome I had a second operation to removed the mesh and some of the infected bone. I ended up having a total of 5 surgeries to repair the damage to my bladder, spine and intestine. I have been unable to work since then and still suffer from horrendous pain. I understand that there is a recall of this mesh but every attorney has told me that it is for cases only after 2000 due to the statute of limitations. Anything I can do?